Event description:
In 2004, the pt reportedly began to experience a sound percept problem. In approx two months later, the pt was seen at the center. Testing performed confirmed that the device was functioning. Programming adjustments were made. However, the problem was not resolved. The pt continued to be monitored by the ctr. Approx three months later, the pt's c1 device was explanted without prior notification to the company.